Manufacturer narrative:
B4: 30apr2021. Upon a follow up the customer reported to have found that the micro-fuse had fallen off of old board. The power management board was replaced. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up report at the completion of the investigation. Internal cross reference: complaint pr#: (B)(4).

Event description:
It was reported that the ventilator had error codes indicating motor controller (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failed, 3.3 volt supply failed and a blower temperature high error codes logged in the ventilator diagnostic logs. There was no patient involvement. The customer was advised to replace the power management board.